Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of low volume was confirmed through observation. The cause was found to be a failed speaker. The failed speaker was replaced.

Event description:
It was reported that a spectrum pump had low volume. It was also reported there was no patient involvement.